Manufacturer narrative:
Device evaluation of battery pack has been completed. During evaluation of the battery pack a reportable malfunction was found. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery pack was unable to power a monitor.